Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured one time because the position was high. Upon the second deployment attempt, it was decided to implant the valve at a high position of 0 millimeter (mm) at the non-coronary cusp (ncc) and 4mm at the left coronary cusp (lcc). After the valve was released, the valve dislodged. The valve was snared up and 2nd (non-mdt) valve was implanted. A post implant balloon aortic valvuloplasty (bav) was performed to expand the 2nd valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.